Event description:
It was reported that cadd solis vip pump, cassette not attached properly during testing. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was intact. Housing intact. Upon inspection, customer problem was duplicated. Latched closed cassette not attached properly. Reattached cassette alarming. Defective downstream occlusion sensor was replaced.